Event description:
A malfunction on the pump was reported by a caller, but there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support in resetting the pump, after which the malfunction code did not recur. The customer was informed that they may continue to use the pump.